Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received with normal telemetry and normal output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was at eri level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the pacemaker was noted to be in backup vvi mode. No further information was reported.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2025-1007167 follow-up number 1: section g3. Date received by manufacturer was inadvertently omitted, please note that the correct receipt date is december 19, 2025.

Event description:
New information received indicated that the device was explanted and replaced due to concerns associated with attempting to reset the backup vvi mode, as the device was suspected to be near/at eri. The patient was in stable condition.